Event description:
An eyecare practioner reported that a pt experienced a corneal ulcer associated with contact lens wear. F/u info received on (B)(6) 2010 indicated that pt presented with severe pain, redness and watery discharge of two days duration. Exam revealed a peripheral corneal ulcer, 1.4 x 1.5 mm in size, 1 peripheral infiltrate and severe corneal staining, no anterior chamber reaction. Treatment consisted of besivance and vancomycin alternating every hr, then besivance qid and bacitracin 9 hrs. Event resolved with no scarring and lens wear has resumed on daily wear schedule. Lens age at time of event was 15 days of a 30 day extended wear schedule. Possible contributing factors noted as: gardening, pt rubbed eye, and possible foreign body in eye.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a f/u medwatch will be filed. (B)(4).